Event description:
Description according to complainant: patient presented with dehydration, and began having blood stool. A CT scan of the abdomen showed 2 primary legs of the filter penetrating into the duodenum. The other 2 primary legs are penetrating but are asymptomatic. Gi physicians took a scope down into the patient and attempted to use an unknown device to remove a primary leg. Since the primary let is attached to the filter (not fractured), the primary leg was slightly ben due to the physician pulling on the leg. Patient is scheduled to have attempted filter removal on (B)(6) 2014. Filter retrieval was successful and the patient is in stable condition and is doing well.

Manufacturer narrative:
(B)(4). Investigation in progress.